Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
It was reported that the cystic structures don't look cystic and the radiologists can't identify a solid from a cystic mass when imaging with the 18l6 and the 14l5 transducers, particularly during breast study. There was no patient involvement. No additional information was provided.